Event description:
It was reported that device did not detect due to onset criteria during slow ventricular tachycardia event. The device remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.